Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the device instructions for use (dfu),"fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guide wire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for this event as reported. If there is any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
Per email, it was reported that they had 2 ea innova stents bind down on bsc zip wire (no information on zip wire product). Had to remove the whole system as stents were involuntarily beginning to deploy. Problem was probably with zip wire coating. On 08/13/2018 additional information reported the following: physician had rail access via the groin and the popliteal. The zipwire had been inside the patient for about 4 hours. An innova stent was loaded on both ends of the .035 zipwire. The stents got stuck while trying to advance to the intended treatment site (femoral artery). While trying to remove one of the stents it started to partially deploy. The physician pushed the wire out of the patient enough that one of the stents was outside the patient and was able to cut the wire. The rest of the wire and the second innova stent was able to be removed from the patient with no further complications. A different wire and stent were used to complete the case. The patient was fine post procedure. The zipwire was a .035 and is not available for return.